Manufacturer narrative:
The customer¿s report of an overinfusion of morphine was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing showed that the pump module was delivering fluid within specification. The disposable set was not returned for investigation. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the reported overinfusion of morphine was not identified.

Event description:
The event occurred in the csicu care area. Received a copy of the customer's cmdsnet program report from (B)(6) which states ¿patient overinfusion intended programming: morphine 100mg / 100ml dose ordered: 0.5 mg/hr duration: continuous infusion rate programmed: 0.5 ml/hr incident report: when I was going to hang another IV medication, I discovered that the 100mg/100ml bag of morphine which was hung only about an hour earlier was empty. I investigated and could not find anywhere that the medication had been leaking and the pump was programmed properly for 0.5mg/ml. The pump also recorded that only 0.6ml had been infused. This was verified by the charge rn and another rn. Lmbme investigation: tubing sets were discarded and were not available for investigation. Inspection of pump did not reveal any irregularities and root cause was not able to be determined."

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse programmed the pump to deliver a continuous infusion of morphine 100mg/100ml at a rate of 0.5ml/hr. Approximately one hour later when initiating another IV medication, the nurse found that the morphine bag was empty and that the pump recorded that 0.6ml had been delivered, which was verified by the charge nurse. The nurse examined the pump and found that it had been properly programmed; no tubing set issues were found. The patient had been recently admitted from the operating room, therefore was sedated and ventilated. The patient was slow to wake and remained intubated overnight and the next day; however, there was no lasting harm to the patient.